Event description:
It was reported that the 9900 system had poor image quality during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently inder investigation. A follow up report will be filed when add'l details become available.